Manufacturer narrative:
Company representative evaluated the system and found an intermittent short in the docking station at the external flow sensor connector. The external flow sensor was removed and its wire connector was repaired. System was tested to factory's specifications.

Event description:
Customer reported an issue with the anestar anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.